Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during the ligation of esophageal varicose veins procedure performed on (B)(6) 2022. The device was prepared and assembled accordingly. During the procedure, the bands would not deploy off of the ligator. It was reported that they attempted to deploy the bands four times, but the bands remained in the ligator. Some bands were on top of the other. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands had moved from their position, and the first band had overlapped with the other bands.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4).the device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review. A supplemental MDR will be filed.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: medical device problem code (B)(6) captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly, ligator housing) was analyzed, and a visual evaluation noted that the returned ligator housing had seven bands attached and some of them were moved and overlapped, consistent with the findings of the media analysis based from the provided photo. The suture thread was broken, possibly during device removal. The device was observed under magnification, and the handle had marks of the insertion of the trip wire. The ligator housing teeth were also found bent/damaged. The suture hole of the ligator housing was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that the ligator head teeth were bent/damaged and the bands on the ligator head were moved. These suggest that the device could not deploy. These conditions could have been generated due to an excess of tension applied when trying to make the deployment of the bands. This situation could have moved the bands from place as if twisting them, which clearly indicated inability of the device to deploy. It is possible that the functionality of the device was affected in some way; perhaps an excess of force, manipulation or the technique used could have contributed to the reported event. The most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during the ligation of esophageal varicose veins procedure performed on (B)(6) 2022. The device was prepared and assembled accordingly. During the procedure, the bands would not deploy off of the ligator. It was reported that they attempted to deploy the bands four times, but the bands remained in the ligator. Some bands were on top of the other. The device was removed and the procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: a photo of the complaint device outside the patient was provided by the customer and shows the bands had moved from their position, and the first band had overlapped with the other bands.